Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier experienced issues with the loading and firing of clips. The device was applied to the cystic artery, where only one clip was successfully fired, and subsequent clips would not fire. Another unit with the same lot number was used, but it also failed to fire any clips. The surgeon was able to squeeze the handle and the jaws were able to close, but the clips did not load properly into the jaws. A new package of the same product was opened to resolve the issue and complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: 176657 endoclip ii ml 10 appli (lot#: j4h2682ny). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied with eighteen remaining clips. No visual abnormalities were observed with the instrument. Functional testing noted that the instrument was cycled to load a clip. The clip did not advance far enough into the jaws. It was reported that the clips did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if bodily fluid accumulates inside the instrument shaft, potentially interfering with clip loading and preventing the instrument from firing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.